Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump battery depleted faster than expected and subsequently shut down. Customer blood glucose level was approximately 90 mg/dl. Customer continued using the pump for insulin therapy.